Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pump stop: the cause of the pump stop was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported a pump stop.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Updated investigation summary: the device was returned for evaluation. Pump stop: the cause of the pump stop was material wear of the ball bearings due to the large impellor purge gap seen on the returned product. As this occurred on day 23 of support the cause of this bearing wear is an end-of-life problem as per design trace matrix 0046-9910, the design life of cp c9+ is 8 days.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.